Event description:
It was reported that during a trial procedure the tunneling tool was not sharp enough on the top. The patient was experiencing discomfort and pain due to the surgeons extra effort during the tunneling, and an extra suture was required. The physician feels that the patient had an increased risk of infection due to adding the extra suture. The patient was admitted to hospital beyond standard of care. The procedure was successful and the patient has fully recovered.

Event description:
It was reported that during a trial procedure the tunneling tool was not sharp enough on the top. The patient was experiencing discomfort and pain due to the surgeons extra effort during the tunneling, and an extra suture was required. The physician feels that the patient had an increased risk of infection due to adding the extra suture. The patient was admitted to hospital beyond standard of care. The procedure was successful and the patient has fully recovered.

Manufacturer narrative:
Box h6 3191 no code available was used as there is no equivalent FDA code for surgical intervention. The returned tunneling tool was analyzed and no anomalies were found. Visual inspection revealed the tip was intact and sharpened. The tunneling tool tip was used to successfully penetrate/cut various materials. The devices exhibit normal device characteristics.